Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that it was discovered that the error occurred when the unit was being run with a cover on it. The customer has since run the unit and was unable to duplicate the error. The unit has been returned to service.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high). There was no patient involvement. The event date was not specified; estimate used.